Event description:
Additional information received indicates the patient experienced ineffective therapy due to high impedances on their scs lead. It is unknown which lead was at fault. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112164. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.